Event description:
Customer reported an issue with the dpm central station display, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative reset system, checked and tested to factory specifications.